Manufacturer narrative:
D9 - date returned to mfg: h3 and h6 codes - updated. One used device was returned for investigation. The device was visually inspected and there were no damages or anomalies observed. During the functional testing, the trach tube was then submerged underwater to facilitate leak detection. Initially, there was no leakage observed. After five minutes of the cuff remaining inflated, the cuff weld channel grew until a leak occurred. The leak originated from the trach tube cuff weld (proximal). This was observed for both samples. The complaint of leakage can be confirmed. The probable cause is due to a cuff welding error during manufacturing. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was stated that the intensive care unit reportedly encountered a leak at the junction with the balloon. There was no reported patient involvement.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.